Event description:
It was reported that at the beginning of a 3rd molar procedure, the handpiece overheated and melted the bur guard. The pt received a first degree burn on the right cheek. The procedure was completed successfully with a backup device, and silverdyne cream was applied to the injury. No further medication or treatment was required, and there is no expected scarring or permanent damage expected.

Manufacturer narrative:
The handpiece and bur guard were received at the MFR, and a quality evaluation was conducted. Based on investigation detail, possible causes for a bur guard melting are heat/friction caused by the drill mispositioned with guard in the load position, drill being sterilized with bur guard in the load position, dur guard being used past its expiration date, bearing failure, damaged driveshaft, and/or mispositioned/damaged nose cone while it was running. The warning, which is sent with every bur guard, as well as , the instructions for use both state the proper installation for the bur guard. Service did a clean, lube, and adjust to the device, and it was returned to the customer.